Event description:
Boston scientific received information that this patient was in the hospital due to a fall after experiencing a syncopal event. Device evaluation was fine. However, the histograms show ventricular pacing in the 30's. The caller said the device is programmed dddr 60ppm as the lower rate limit (lrl) and 120ppm as the upper rate limit (url) and ventricular rate response (vrr) is programmed on. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller and how premature ventricular contractions (pvc's) can effect the timing and hysteresis could be contributing to the issue. The device remains implanted and no other adverse events have been reported. Efforts to obtain additional product issue details were unsuccessful. This product issue will be updated if additional information is received.